Event description:
It was reported via clinical trial patient (B)(6) experience dysphasia. Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information: new log line 1: event details start date: 08 jan 2024 alert date: 16- may- 2025 country of event: us model: lxmc14 device lot number: 30085 date of surgery: (B)(6) 2023 adverse event term: dysphasia. Patient details patient identifier: (B)(6) site country name: united states sex: female age (at time of consent): 48 years. Additional event details site awareness date: 08 jan 2024 end date: 09 apr 2024 severity: moderate is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no dilation performed: yes indicate type of dilation? Pneumatic date of dilation: 2024 diagnostic intervention: no diagnostic imaging: no drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: no did this event result in the patient¿s discontinuation of the study? No. Updated log line 1: date of dilation : 2024 => blank if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 6/19/2025. A manufacturing record evaluation was performed for the finished device lot number 30085, and no non-conformances were identified.